Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The top control panel was replaced, and the unit was returned to service.

Event description:
The hospital reported the control panel would pop open when pressure was put on the bag arm, causing a loss of ability to ventilate. There is no report of patient involvement.